Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer stated that their insulin pump does not deliver bolus. The patient's blood glucose level was at 70 mg/dl. The customer stated that they wanted to increase the bolus and test it to make sure the insulin pump works fine. The customer was assisted with programming their insulin pump and everything functions as designed. No further information was provided.